Event description:
It was reported that the device was used during an unknown procedure. It was reported that the staples did not close. Suture was used to complete the case. There was no further consequence to the patient.